Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Device was received with faded serial number label. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 23.5 mmol/l. Customer stated infusion set was loose so insulin was not delivered to the body. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.